Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was on an exercise bike during a sports science assessment. The patient felt dizzy, got off the bike, and collapsed. The patient received cardiopulmonary resuscitation and was admitted to the hospital. It was noted that the patient's right ventricular (rv) lead had exhibited high thresholds for at least a year. The lead also exhibited elevated sensing integrity counter (sic) and undersensing. There was concern that the implantable cardioverter defibrillator (ICD) recorded episodes of ventricular fibrillation (vf) but failed to deliver therapy. The device and lead remain in use. The patient is hospitalized, ventilated, their condition is "not good," and it is suspected that they have a failing heart. No further patient complications have been reported as a result of this event.